Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A full supply change was performed resolving the issue and insulin delivery was resumed. Customer's blood glucose ranged from 93 mg/dl to 134 mg/dl.